Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from all channels of the device: (B)(6) 2018: the subject device tested positive for staphylococcus non aureus and staphylococcus maltophilia (2cfu/endoscope); (B)(6) 2018: the subject device tested positive for escherichia coli and staphylococcus non aureus (13cfu/endoscope). The facility had been manually reprocessed the device using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".